Event description:
A customer reported their meter did not turn on after pressing the button and after test strip insertion. As a result, the customer was not reportedly able to perform a blood glucose test and experienced a seizure, blurred vision and severe leg pain. The paramedics were called and reportedly treated the customer with an unknown intravenous medication, oxygen and checked their blood glucose. The customer reported being transported to a hospital where they were diagnosed with severe hypoglycemia, but it is unclear the kind of treatment given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer reported she did not install new meter batteries, and adc customer service educated the customer to replace them.